Manufacturer narrative:
(B)(4). Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During follow-up, an x-ray examination revealed insulation failure on the lead. The patient received inappropriate therapy. The lead was capped and replaced. The patient is stable.